Manufacturer narrative:
The user was treated with antibiotics and sensor was removed. The user states the site has healed over.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the ever since sensor was inserted.